Event description:
While treatment was in progress the machine alarmed air in blood. Upon inspection microbubbles were noted in the venous side of the pt's catheter and foam was noted in the venous chamber of the cartridge. Pt c/o sob, chest pain, diaphoresis, low bp and tachycardia. Pt placed on left side in trendelburg position, treatment discontinued, dr. Notified, o2 and saline given. Pt transported to local hosp where he was evaluated and released.